Event description:
The customer reported that as they rebooted the system and got ready for the next case the system boots up, but after entering the nav application, the system is showing 'tracking inactive'. No patient injury reported.

Manufacturer narrative:
The ge service representative performed an over the phone evaluation. The customer was instructed through the power down and reboot procedures. The customer reports that the system now operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.